Manufacturer narrative:
Findings: pump passed rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked battery tube thread, broken belt clip slot, cracked case near display window corners, and broken reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during while filling tubing. Customer's blood glucose was 246 mg/dl. The customer stated that there is no significant event leading to the alarm. Customer doesn't receive an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.